Event description:
It was reported the patient's blood glucose level rose more than 15 mmol/l (270 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site on their arm, causing the cannula to dislodge. The patient also mentioned they noticed the adhesive was wet and smelled like insulin; this indicates leaking from the pod. There was no mention of treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.